Event description:
During a cardiac cath procedure, a fracture of the boston scientific rotawire was detected under fluoroscopy. The wire was removed and a second wire was utilized. The tip of the 2nd wire was found to be defective when the tip of the wire broke off. Staff verified under fluoroscopy that the broken wire tip was not in the patient and staff acknowledged that the tip fell to the floor.